Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was not determined but the patient was experiencing bladder shut down. The patient stated that urinary retention was not a pre-existing condition prior to implant. The patient also confirmed no steps were taken to resolve the issues and it had not been resolved. The patient mentioned that he just completed his first weeks experience with the product and after only a few days he was delighted with the product's performance. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wanted to see if stimulation could get the bladder to function. The patient stated that he could not go to the bathroom. Troubleshooting attempts were made and the patient programmer showed stimulation was off and the patient was on program 1 at 1.9v. It was reviewed that therapy needed to be on for it to be effective and the patient confirmed feeling stimulation in the correct area. The patient reported that he adjusted to 1.9v which was comfortable. The patient also mentioned that he recently felt the longer he had stimulation on, the more it felt like it was increasing and starting to have pain. The patient noted that they then attempted to lower. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.